Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas, including a documented blood glucose of 68 mg/dl, and stated that insulin sensitivity felt too high; troubleshooting and education were completed, and additional training was scheduled. Symptoms included hypoglycemia requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included case triage and education with assignment for follow-up training. Investigation of this case revealed that the cause of hypoglycemia was unclear based on the available information and user report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.